Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was getting an intermittent interlock error and lost functionality. There was no pt injury or death reported.